Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during in clinic follow up the right atrial lead was exhibiting oversensing and noise. Lead was capped and replaced on (B)(6)2019. Patient condition was stable.